Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issues with two infusion sets on (B)(6) 2026 where both infusion sets did not come off the applicator. The blood glucose (bg) of patient was also high. No further information available.